Event description:
The customer observed falsely depressed alinity I stat high sensitive troponin-I results for multiple patient samples on (B)(6) 2022. The discrepant results were observed after receiving multiple error messages on the alinity I processing module. The following data was provided: sid (B)(6) initial result was < 2 pg/ml, repeat = 167.2 pg/ml, sid (B)(6) initial result was < 2 pg/ml, repeat = 50015.6 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: sids (B)(6). No specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the pump, bulk solution transfer and the 2500ul pump, bulk solutions. The replaced of the parts resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for ai04730. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the pump, bulk solution transfer and the 2500ul pump, bulk solutions did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(6), pump, bulk solution transfer, or the 2500ul pump, bulk solutions was identified.